Manufacturer narrative:
The device was received for investigation with the pod fully deployed in pod state 15 with 637 pulses delivered, completing first and second prime. There were no timeouts or drive stalls observed in the data. The pod was found to be functioning as intended, with no damages found. There were no problems found regarding the reported needle mechanism complaint.

Event description:
The patient reported that the pink slide did not initially move forward; however, after some time, it became visible through the viewing window, and the cannula was inserted. The patient¿s blood glucose level reached 290 mg/dl while the pod was worn between 4 and 24 hours. No treatment information was provided.

Manufacturer narrative:
The device has been returned, but the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.6, operating system: bp4a.251205.006, hardware: pixel 6, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.